Manufacturer narrative:
(B)(4).

Event description:
It was reported noise on the ventricular lead were observed in nonsustained right ventricular oversensing episodes. The patient received vibratory alerts for low out of range impedance. An x-ray revealed externalized conductors. Noise was confirmed by lead manipulation. The patient felt pocket stimulation before revision. The lead was capped and replaced. The patient is in good condition.